Manufacturer narrative:
This report is based solely on the available information at this time. This incident is currently under investigation by the troy, michigan officials and sechrist has not yet been officially notified. At this time, there is not enough information to determine the root cause or if any device malfunction occured. Manufacturer reference file no: (B)(4).

Event description:
On (B)(6) 2025, sechrist became aware of a death, to a child, that was being treated in a hyperbaric chamber. His mom, who was next to the chamber at the time, also suffered injuries to her arms. Officials in troy, michigan are investigating the matter.

Manufacturer narrative:
This will supplement the information submitted on (B)(6) 2025 (same day of the incident), (B)(6) 2025 regarding the incident that incurred at the (B)(6), involving a sechrist model 3300hr hyperbaric chamber identified by s/n (B)(6). On june 26, 2025, a representative of (B)(6) attended an inspection of the sechrist model 3300hr hyperbaric chamber identified by s/n (B)(6). The inspection was attended by counsel representing individuals against whom criminal charges have been filed in the state of (B)(6). The inspection was attended by counsel representing the (B)(6) family, the (B)(6) center and the property owner / manager, the (B)(6) (civil parties). The inspection was attended by consultants retained by the parties. The inspection was conducted pursuant to a june 23, 2025 order of the honorable (B)(6) in the circuit court for the county of (B)(6) ((B)(4)) that lifted a prior restraining order on the premises and permitted the inspection. Representatives of the (B)(6) fire department hosted the inspection. The consultants retained by the parties took photos of the incident scene and subject sechrist model 3300hr hyperbaric chamber. The inspection included 3d scans of the incident scene and portions of the sechrist model 3300hr hyperbaric chamber. The inspection included testing of the grounding of the subject sechrist model 3300hr hyperbaric chamber and testing of the circuits in the subject sechrist model 3300hr hyperbaric chamber. (B)(4) representative did not identify any evidence that there was a grounding strap in the subject at the time of the incident. (B)(4) representative conducted the testing of the circuits of the subject sechrist model 3300hr hyperbaric chamber. Sechrist representative did not identify anything wrong with any of the circuits of the subject sechrist model 3300hr hyperbaric chamber. The subject sechrist model 3300hr hyperbaric chamber and artifacts from the incident including the stretcher plate and textiles on the stretcher plate are being preserved by the parties for future lab testing pursuant to a protocol to be agreed upon. Manufacturer reference file no.: (B)(4).